Event description:
The customer reported that there was a loss of audio. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a loss of audio. No pt harm was reported. Upon investigation, the customer's technical engineer found there was no monitor audio function. The monitor's speaker was replaced which resolved the reported issue. The monitor was then returned back to customer use. The device labeling (IFU) adequately warns not to rely solely on audible sources of alarming. Consideration of this complaint and similar complaints supports that there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.